Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. One device was received for evaluation. There was no repair history. Review of the even history log identified no error codes. The reported issue was confirmed during visual inspection found that the lens was scratched and during the 50ml cassette test the pump indicated that the cassette was not attached properly. The downstream occlusion (dso) sensor, bezel, seal, lens, lens seal, keypad and labels were replaced to fix the problem. Software was updated and the dso/uso sensors were calibrated. A performance verification test (pvt) was performed, and the device passed all testing criteria.

Event description:
It was reported that the pump exhibited a scratched lens and displayed "cassette not attached properly" alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.